Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. No determinations regarding the reported issue nor those requiring escalation were established. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. CAPA reference: (B)(4).

Event description:
(B)(4).